Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was too much excessive forced needed to deploy the collagen, and advance the racking system/pusher rod; up from 4 lbs of tactile resistance, to 12 lbs of tactile resistance. The pusher rod in the carrier tube did not advance at all; consequently the green marker never presented. It was reported that so much force was used that the anchor pulled through the vessel, and manual compression was applied post intervention (act 230); then femostop was applied in post recovery. Blood loss was reported to be less than 250cc. It was reported that the patient is stable. The procedure outcome was reported to be good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.